Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. There was nothing found to indicate there was a mfg related cause for this event. The device was returned inside an introducer sheath for eval. The distal tip of the introducer sheath was observed to be flared and bunching was observed near the hub on the proximal end of the sheath, likely indicating retraction issues. The catheter segment was advanced forward and out of the introducer sheath. Upon removal of the balloon from the introducer sheath, a complete circumferential outer shaft break was observed at the proximal balloon glue joint. The break was examined under magnification (20x). The edge of the outer shaft break were observed to be jagged and stretched, indicating that excessive tension/manipulation may have been applied to the shaft. The investigation is confirmed for sheath retraction issues and a break in the outer catheter given the condition in which the sample was returned. The investigation is inconclusive for deflation issues as the break in the outer catheter prevented inflation/deflation testing from being performed. The definitive root cause for the reported deflation issues could not be determined.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon would not fully deflate. With manipulation, the balloon finally deflated; however, it got stuck in the introducer sheath during retraction. The device and sheath were removed as a single unit. No further treatment was required. There was no reported pt injury.